Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a spherical implantable collamer lens of diopter -4.00 into the patient's left eye (os). Reportedly "we're considering an icl exchange. I'm thinking the patient may benefit from a toric icl". The lens remains implanted. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens (spherical). The surgeon would like to remove and exchange the lens for a toric icl. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity, race, date of event, expiration date, implant date, explant date, and device manufacture date: unk. (B)(4).